Manufacturer narrative:
Product complaint # (B)(4), this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent wound closure in (B)(6) 2025 and barbed suture was used. The problem of pulling off suture needle happened in surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil and one labeled winding former with a small needle-suture piece were received for analysis. The product code is sxpp1a441. During the review of the returned sample shows that the swage and attachment area of the needle were observed as expected. A portion of the suture was noted to be still attached to the needle. Overall, no needle pull-off was observed. Given the current condition of the returned sample, the functional test could not be performed. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no pull-off was noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance